Event description:
A hospital in (B)(6) reported via a distributor that a crack was found on the body of an mr290v vented autofeed humidification chamber. This was noticed prior to patient use. The chamber did not pass the leak test. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a f/u report once we have completed out investigation.